Event description:
It was reported that the pump's high pressure alarms were noted and blood was observed in the gas tubing. The customer suspected a balloon rupture so the iab was removed. There was no pt complications.